Event description:
A malfunction was reported on a pump, with the caller indicating that no notable events occurred prior to the issue. The malfunction did not adversely impact the customer's blood glucose level. Technical support assisted the caller by providing pump reset information, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to report any future malfunctions.